Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system c-arm presented a "bad iris pot" error after boot up. System required reboot to clear. The case was completed and there was no report of patient injury.